Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device presented a contact error (e238). And displayed no images, when any scope was connected. The issue was found, during inspection for use. For a diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure regarding no image being displayed was confirmed. The failure regarding the scope communication error e238, was not reproduced. Based on the results of the investigation, it is likely the following led to the malfunction: due to the factor that communication with the scope was faulty due to foreign matter attached to the electrical contacts of the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.